Manufacturer narrative:
The lot number of the device is not known; therefore a device history record review is not possible. Based on the lack of procedural information and the reported cerebral hemorrhage occurring two weeks post enterprise vrd implantation, no conclusion can be made regarding the relationship of the event to the device or possible contributing factors.

Event description:
It is reported that two weeks after the enterprise vrd was placed in the patient, the patient had a small cerebral hemorrhage. With multiple investigational attempts, no additional procedural information or information regarding the reported cerebral hemorrhage has been obtained.